Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of the smart remote manager sensor not reading correctly was not addressed by the bd field service engineer according to the work order notes. The field service engineer evaluated the station: observed drawer 1 was non-functional replaced the drawer and it functioned properly thermal damage was observed on the returned solenoid it was observed that the drawer release latch failed to open the drawer. Further inspection revealed that the drawer failed to open due to the solenoid plunger pin being seized or stuck, preventing it from being pushed into the solenoid housing. Multimeter testing noted shorted components only on the drawer controller board and solenoid no further testing was deemed necessary as the field service engineer evaluation of a failed drawer was confirmed

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sensor on smart remote manager was not reading correctly. As per part investigation, it was determined that there was thermal damage observed on the solenoid. There were no adverse events or injuries reported based on this event.